Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter had a data port issue (test strip will not enter the port all the way). A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with self adjusting insulin. The data port issue began sometime last year. On (B) (6) 2010, the pt took insulin while using the subject meter. It is not known if the pt was able to obtain her blood glucose on the day of concern. Later that day in the evening, the pt reportedly developed symptom of frequent urination. The pt allegedly administered self treatment with food and/or drink. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. According to the troubleshooting performed by customer service, there was no product misuse based on the info obtained from the pt. This complaint is being reported because the pt claimed she had symptoms that can be associated with hyperglycemia. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.